Event description:
Customer's meter would not start the test process. They did not have any reportable symptoms, however, they were frustrated that they could not obtain a blood glucose reading. They explained that every other test would not start. They did have a back up meter; however, they did not have any test strips for it. They stated that the issue has been going on for a few weeks and they finally decided to call lfs. Customer tests 7 to 8 times a day and has had diabetes for 30 years. Ccr was unable to resolve the issue, even after troubleshooting. Ccr replaced the meter.